Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, into the patient`s left eye (os). The lens had reportedly rotated and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age at time of event, date of birth : unk. Sex: unk. Weight: unk. Ethinicity: unk. Race: unk. Date of event: unk. Model#: expiration date unk. If implanted, give date: unk. If explanted, give date : unk. Device manufacture date : unk . Claim # (B)(4).